Event description:
It was reported to philips that the c-arm had a geometry movement problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the c-arm was unable to move. No further information regarding the issue has been provided by the customer. Philips has not carried out any service, as the customer cancelled the service quotation due to the issue no longer being present. To date, there have been no further reports of this issue.